Event description:
On 4/3/09, the lay user/patient contacted lifescan alleging the one touch ultra meter does not turn on. The medical surveillance specialist wrote follow up questions to the technical service rep (tsr) to ask the pt but the technical svc rep was not able to contact the pt. The pt said the issue began around 11:00 am on an unk date. Twenty minutes after the issue began he felt symptoms of "trembling, headache, and faintness." He had more food/drink to treat the symptoms. The pt changed his insulin regime the day before calling lifescan. Before the change she took 5, 4, and 3 units of novorapid at unk times during the day and 28 units of lantus at night. After the change he took 5, 6, and 3 units at those times and 22 units of lantus at night. It would be helpful to know whether the pt adjusts his insulin based on meter readings and the purpose for the pt testing at that time. It was determined during the troubleshooting telephone call the meter does not turn on when pressing the power button. The pt replaced the battery per the owner's manual. The batteries were correctly installed and the battery contacts were in good condition. There was no misuse of the product. The product is not new (out of box). This complaint is being reported because the pt reported feeling symptoms indicative of hypoglycemia after the issue began. It is unk whether the pt would have changed anything regarding treatment to prevent his symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.